Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch mmh565 and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. It was found that there had been a foreign substance like a hair in the package after the package was opened. The product was not used for the patient. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional investigation summary: it was received for analysis an unopened sample of product code c584d, lot mmh565. During the visual inspection of the unopened sample, a foreign matter (hair) in the seal area was noted in the packet of overwrap compromising the sterile barrier. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause is foreign matter in the seal.